Manufacturer narrative:
(B)(4). The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "late seroma" and "patient's concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side "late seroma" and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, black mold inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the anterior and broken sharp. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening in the anterior to an unidentified (tear) opening. A sharp broken on the plug strap to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "late seroma" and "patient's concern with the product." Device has been explanted.